Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable ot be conducted for the disposable device as the lot number was not provided by the complainant. According to instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to determine whether or not further dilation is required. The novasure sys performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician viewed the cavity (type of scope unk) and saw a "hole in her uterus" (exact location unk). It is unknown if intervention was required. It was reported on (B)(6) 2013, the pt is doing "fine". We have been unable to obtain add'l info surrounding this event.